Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device was overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported the device has been overheating for the last 3 months. The patient reported the device will turn on, but will not boot up or blow any air, then the device starts to get hot. The patient reported this began occurring approximately november or december of 2024. The patient additionally reported the device had a burning odor. The burning smell occurred while there was water in the chamber. The patient did not see any smoke, flames, or any evidence of melting, warping or gaps within the enclosure. The device was plugged directly into a wall outlet. There was no damage beyond the device. The patient reported placing the mask on and the patient began to feel like he/she was not getting enough air. Afterwards, early in the morning, the patient stated the device felt hot, and this began occurring from that moment until the present. The patient reported the machine no longer blows any air at all and just gets hot when powered on. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.